Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The 99%, 12.5mm, de novo target lesion was located in the severely tortuous, severely calcified left anterior descending coronary artery and first diagonal artery. The vessel diameter was 3.2mm, and the inner diameter was 1.5mm. The physician gained access via the femoral artery, and predilated the lesion with a flextome 2.75-100 cutting balloon resulting in a 75% residual stenosis. The 3.00x16mm taxus liberte stent was damaged distally upon attempting to cross the target lesion. The procedure was completed with another of the same device with no pt complications. The pt was reported to be in good condition post procedure.

Manufacturer narrative:
(B)(6). (B)(4).